Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report rec'd from the USA stated the device experienced error messages on the console. The device was not being used in a surgery. It is unk if injury or medical intervention were reported. No add'l info was provided.